Event description:
It was reported that the ilet bionic pancreas in the user¿s lap fell, struck a table, and sustained a cracked screen; the user provided a photo, and the device will be replaced while the user transitions to backup therapy. Symptoms included no reported adverse health effects and blood glucose unaffected. Outcomes included no medical intervention or hospitalization, continued cgm use via the dexcom app or receiver, and device shutdown guidance provided. Investigation included collection of event details, verification of device information and logistics for replacement and return, and review of user-provided imagery. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no indication of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage unrelated to device performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.